Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons stuck up my vag [foreign body in reproductive tract]. Consumer reported via social media that the tampon became stuck in her vagina. No serious injury was reported.